Event description:
A patient reported poor communication on the patient programmer. The patient stated that she was implanted on (B)(6) and when she got home, she pressed the sync button and then the on button on the patient programmer and she was not sure what she did. The patient had bandages so they were not able to get communication without the antenna. Patient services directed the patient to try connecting the patient programmer to the implantable neurostimulator (ins) in a couple of days after healing had occurred. The patient stated that she didn¿t feel like anything had changed with her implant after she pressed the buttons earlier, but was she was concerned that pressing the buttons might have changed something. The patient noted they had bandages and swelling present. The patient planned to try communicating in a couple of days and call back if the poor communication continued. Additional information from the patient on (B)(6) she had a bandage over the implant site. The patient stated they had experienced a loss or change of therapy. The patient was unsure if she had something wrong and report she didn¿t think her device was working like it should. The patient reported seeing the poor communication message. The patient reported she didn¿t have the antenna or patient programmer against her implant when she saw the poor communication message for the first time on (B)(6). The patient reported the device did not seem to working like it should. The patient stated she ¿about didn¿t¿ make it to the bathroom on (B)(6) and she had to get up 2 or 3 times at night to go to the bathroom. The patient stated the device was implanted for both bladder and bowel. The patient stated it had not done a thing for her bowel incontinence. The patient noted she had diarrhea, but that had gotten better. The patient stated she ran into a baby gate and bumped it hard. The patient reported therapy was on program 1 at 0.5 v and they increased to 0.7 v and reported she could feel stimulation and it was not uncomfortable. The patient stated they bumped the baby gate on (B)(6) and then lost therapy on (B)(6) for both bladder and bowel. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.